Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken tower reducer. The device was tightened on to screw head and released. After release, device was broken. The piece that attaches to the screw broke. Surgery was completed. No adverse event reported.